Manufacturer narrative:
H4: device manufactured between may 13, 2021 to may 14, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed and showed fluid inside the bladder which suggested an underinfusion may have occurred. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. This was observed during patient infusion. It was further reported that there was an unexpected residual volume left in the device at the end of the forty eight hours of infusion. The device was filled with doxorubicin / etoposide / vincristine. There was no report of patient injury or medical intervention associated with this event. No additional information is available.